Manufacturer narrative:
Updated h.6 two media files and a mpxr questionnaire were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and confirmed a good load. Images show an evolut bioprosthetic valve being implanted into a surgical valve of unknown type and size. During the deployment attempt, the valve appeared to be infolded at the inflow. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case, it is not known if multiple deployment attempts were attempted thus it is not possible to determine cause of the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the smaller size of the bioprosthetic valve may have contributed to the infold.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an infold was noted at 80% deployment. The valve was recaptured and removed. A different valve and delivery catheter system (dcs) were used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID envpro-14 (lot: 0011960307); product type: 0195-heart valves; implant date ; explant date product ID l-envpro-14; product lot unknown; product type: compression loading system (cls); implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.